Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined all in one (aio) was severely cracked and damaged. A field service engineer (fse) replaced aio and configured the pyxibus network to resolve the issue. The fse also had the customer inventory items to check the pyxinet. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a faulty touchscreen found on the n5a station and there were two visible cracks on the bottom left of the screen, which might have been causing lag in the touchscreen sensitivity. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.